Event description:
It was reported that the patient experienced pain at the ipg site and the ipg was flipping in the pocket. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.